Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device leaked from the q-syte during priming. No serious injury or medical intervention was reported.

Event description:
It was reported that bd q-syte luer access split-septum stand-alone device leaked from the q-syte during priming. No serious injury or medical intervention was reported.

Manufacturer narrative:
Bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time.